Event description:
Following the information reported, the event occurred with the participation of maxi move passive floor lift and toilet, clip sling. The patient fell out of the sling backward and hit his head on the floor. As a consequence sustained the subdural hemorrhage. This event occurred at the beginning of the patient's transfer from the wheelchair to the bed.